Manufacturer narrative:
No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that when testing the image acquisition system (ias) their were not able to boot up the system. The system was in stand alone mode and the restore emergency stop button was not working. It was determined that the dongle had been pulled out. There was no patient present when this issue was identified.